Event description:
The customer reported the device failed to acquire pads ECG. There was not adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device failed to acquire pads ECG. There was no adverse pt impact. The device was evaluated by the philips field service engineer (fse) and the stated problem was confirmed. Replacement of the pt connector, therapy/pads handsfree cable, and power pca was necessary to resolve this malfunction. The device passed testing and was returned to the customer. There was no customer requested for further action or response. This was a device malfunction. We cannot determine the cause, since multiple parts were replaced.